Event description:
It was reported that a shaft break occurred. The 10mm x 2.50mm in vessel diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10mm x 2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the device could not cross the lesion and the balloon rod was fractured inside the patient. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.